Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found kinked/bent. As treatment for hyperglycemia, a bolus of insulin (3u and 4u) was delivered and a new pod was applied.

Manufacturer narrative:
Investigation discovered an 0x18 alarm, indicating the reservoir is empty. It was observed during investigation that the plunger ran to the very bottom of the reservoir. The downloaded data showed no timeouts or drive stalls. Investigation of the cannula assembly did not find the soft cannula to be kinked, bent, or damaged. Additionally, cracks were observed on the top housing of the device. Although damage was observed on the top housing, this did not affect the functionality of the device.